Event description:
It was reported that the ilet pump would not charge when placed on the wireless charging pad, with a flashing green light observed during charge attempts, and testing across multiple outlets confirmed the issue; the problem was characterized as a charging problem associated with the battery charger and a power source problem, and the user remained on backup therapy. Investigation of this case revealed a power source problem traced to a component failure of the battery charger. Customer care arranged for an immediate replacement. No clinical signs, or symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. It was concluded, based on previously established findings for similar reports, that the cause was a charger component failure leading to a charging problem.